Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of that the programmer was sluggish, frozen, and incorrected user interface showed up. However, confirmed programmer had generated a system error in the history logs. Also, the analysis confirmed that the media bay door was broken. It was noted that the fan was noisy. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the programmer was used to read the settings on the implantable pulse generator (ipg) during interrogation on the parameter acquisition screen, the cursor on the screen remained frozen for thirty seconds after the hourglass display symbol was displayed and immediately thereafter a system error was displayed stating that a serious programmer error had occurred. It was noted that the settings had been changed prior to endoscopic mucosal resection and were required to be reset after the procedure. In troubleshooting the programmer was powercycled however the issue recurred. The system was restored at the next power-on and the subsequent operation confirmed that the settings were back to normal. It was further noted that the after session was ended the model selection screen was not displaying as expected. It was further noted that the anti-slip layer of the radiofrequency head (rf head) was peeling off. No patient complications have been reported as a result of this event.